Event description:
The customer reported being hospitalized for high blood glucose levels and kidney stones. The customer's blood glucose reading was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer couldn't conduct the high pressure test. The customer stated that his elevated blood glucose levels could have been due to the kidney stones. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.